Event description:
It was reported after the needle puncture, the wire was passed easily into the vessel. The clinician attempted to dilate following a small skin nick and found the dilator would not pass. The registrar scrubbed into assist and noticed the wire was kinked just under the skin. They decided to abandon the procedure and upon removal of the guide wire and dilator, they found the end of the dilator was split and the wire had uncoiled. The clinician was concerned that part of the wire may have embolised in the pt. Subsequent radiographs did not demonstrate anything was retained in the pt. The pt had not come to any harm as a result.

Manufacturer narrative:
(B)(4).